Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7071722, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the left lead was replaced. The patient was doing well post operatively.